Manufacturer narrative:
(B)(4). Investigation summary: the device received was returned with no apparent damage to the tissue pad. It was properly attached to the clamp arm and not detached as reported by the customer. In addition, the device was received with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and for the gen11 to display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the teflon pad of harmonic scalpel ace36e was partially broken outside the patient. There was no patient consequence. No additional information is available at this time.